Event description:
It was reported that after 10 minutes of vaporization of the prostate, the screen on the console turned black. The patient was under sedation when the event occurred. The procedure was aborted, and the patient was rescheduled. There were no complications to the patient due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that reported console screen turning black during procedure is confirmed. During onsite field service evaluation of the laser console, the display screen remained black. The most probable cause to have contributed to the reported event was determined to be traced to the laser console top cover. The reason for console screen turning black was most likely due to an electrical overstress with the top cover (touch screen, control board assembly) circuits. The laser console was tested after top cover replacement passing full functional and electrical safety testing functionalities. Replacing the top cover resolved the issue. Device history record (DHR) review: the laser console was installed on (B)(6) 2016. It was last serviced on (B)(6) 2021 and found to be fully functional. Device technical analysis: the console was not returned for analysis. However, the console was serviced onsite by a field service engineer (fse). The fse powered on the laser console and confirmed that the display screen remained black. The top cover consisting of the touch screen, control board, and card reader assembly, was replaced. The laser console was tested after top cover replacement and passed full functional and electrical safety testing. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
H10 additional MFR narrative: DHR corrected investigation summary: with the available information boston scientific concluded that reported console screen turning black during procedure is confirmed. During onsite field service evaluation of the laser console, the display screen remained black and replacing the top cover resolved the issue. During functional testing of the returned top cover, it failed to power up. Based on analysis results, the difficulties encountered with the console screen can be traced back to the top cover component. It is likely that an electrical overstress with the top cover (touch screen, control board assembly) circuit board contributed to the reported event which lead to aborting the procedure. Device history record (DHR) review: the laser console was installed on 15 may 2018. It was last serviced on 23 february 2021 and found to be fully functional without issues. Device technical analysis: the console was not returned for analysis. The console was serviced onsite by a field service engineer (fse). The fse powered on the laser console and confirmed that the display screen remained black. The top cover consisting of the touch screen, control board, and card reader assembly, were replaced. The laser console was tested after top cover replacement and passed full functional and electrical safety testing. The console top cover was returned for analysis. Visual inspection identified minor scuffs from normal usage. During functional analysis, the top cover was connected to a console system and it failed to power up. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that after 10 minutes of vaporization of the prostate, the screen on the console turned black. The patient was under sedation when the event occurred. The procedure was aborted, and the patient was rescheduled. There were no complications to the patient due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that after 10 minutes of vaporization of the prostate, the screen on the console turned black. The patient was under sedation when the event occurred. The procedure was aborted, and the patient was rescheduled. There were no complications to the patient due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.